Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) attempted to recreate the reported failure with staff but could not duplicate the issue. In hardware test application (hta), the fse locked and unlocked the drawer and ran tests, confirming no problems. The drawer was manually failed in the medstation application multiple times, but recovery was successful with every attempt. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 was not opening. When the user signed out, the device was showing drawer was open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.